Manufacturer narrative:
Atrial and ventricular connectors were found to be cracked. The hanger assembly was found to be worn out. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector, which was unable to secure a cable. The epg was returned for service. No patient complications have been reported as a result of this event.